Event description:
It was reported that the camera head had damage to the cable, and the tightness was not ensured. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure protector damaged was confirmed, regarding the reportable finding related to leak, it was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is a cut on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is cut on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.